Manufacturer narrative:
No samples or pictures were received for this investigation. The DHR was reviewed for lot d173051 and it was confirmed that this lot had (B)(4) units that were manufactured on 11/01/2017. It was also confirmed that no defects were reported during the quality inspections. The training records were reviewed and it was confirmed that the operators involved in the manufacture of this lot were properly trained in the work instruction rev that was released when the affected lot was manufactured. On (B)(6) 2018 received a notification from the customer confirming the probe transducer was creating holes in the covers because of the sharp point. No actions are being taken at this time since the non-conformance is not related to the manufacturing process. The customer confirmed that the product was affected by their probe transducer. This is report 1 of 3.

Event description:
Medwatch report was received on 3/28/2018 with the following information: over the past week or so, the or noticed 4 surgical probe covers that have pin holes. 4 drapes were saved, 3 patient information available (4th drape came with no patient information). Lot numbers on 2 cases can be confirmed as same and the 3rd has a different lot number. Reference numbers same on three (a fourth drape does not have any manufacturer/device information). This device was noted to have blood seepage into probe - it is believed that the probe touched patient's skin due to small size of hole. 2 of the cases were sentinel nodes being retrieved and pin holes noted in probe cover when checked with saline after the case. A third case was a breast biopsy. No case delays. No patient harms noted to this point. Or team keeping an eye on any more probe covers with similar issues. Integrity of sterility is or team's concern.

Manufacturer narrative:
No samples or pictures were received for this investigation. The DHR was reviewed for lot d173051 and it was confirmed that this lot had (B)(4) units that were manufactured on 11/01/17. It was also confirmed that no defects were reported during the quality inspections. The training records were reviewed and it was confirmed that the operators involved in the manufacture of this lot were properly trained in the work instruction rev that was released when the affected lot was manufactured. On friday march 30, 2018 received a notification from the customer confirming the probe transducer was creating holes in the covers because of the sharp point. No actions are being taken at this time since the non-conformance is not related to the manufacturing process. The customer confirmed that the product was affected by their probe transducer. This is report 1 of 3. Follow up 1: added patient information provided in medwatch form.

Event description:
Medwatch report was received on 3/28/2018 with the following information: over the past week or so, the or noticed 4 surgical probe covers that have pin holes. 4 drapes were saved, 3 patient information available (4th drape came with no patient information). Lot numbers on 2 cases can be confirmed as same and the 3rd has a different lot number. Reference numbers same on three (a fourth drape does not have any manufacturer/device information). This device was noted to have blood seepage into probe - it is believed that the probe touched patient's skin due to small size of hole. 2 of the cases were sentinel nodes being retrieved and pin holes noted in probe cover when checked with saline after the case. A third case was a breast biopsy. No case delays. No patient harms noted to this point. Or team keeping an eye on any more probe covers with similar issues. Integrity of sterility is or team's concern.